Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient went into the clinic for a pump refill and a volume discrepancy was noted; the actual residual volume was more than the expected residual volume. The health care provider was able to remove all 40cc that were initially put into the pump from the last refill. A pump replacement was done. The patient recovered without sequela. The medication being delivered via the device system was not reported.